Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an unspecified procedure, the threads of the twinfix screw were deformed and the end of the screw broke. The procedure was completed using a back up device but is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and the suture strings were returned without any anchor fragments. The suture material is off the insertion device. Both the suture strings and the insertion device have debris on them. The white suture string is damaged in the center where it was through the suture window of the anchor. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A clinical review states based on the information provided no clinical factors were found which would have contributed to the reported breakage. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause for material deformation has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended inappropriate or excessive force to the device. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, due to the anchor not being returned for evaluation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.